Event description:
It was reported that the pump declared an altitude alarm 21. The customer's blood glucose level was 216 mg/dl, which was within the normal range. The customer resumed insulin with the original cartridge after receiving tips from technical support to prevent altitude alarms. The issue did not require a cartridge replacement.